Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material in the field of view. The issue was discovered during service and maintenance. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11 the device was returned to olympus for inspection, and the reported failure (foreign material in the field of view) was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: aw nozzle has corrosion. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the foreign material on the lens was due a reprocessing issue and the corrosion was due to degradation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.